Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured april 20, 2017 - april 21, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The medication was expected to be delivered in 46 hours; however, there was still an unspecified amount of solution remaining in the device at the end of the expected therapy time. The device had been filled with an unspecified cytotoxic medication. There was no patient injury or medical intervention associated with this event. No additional information is available.